Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 133 mg/dl and sensor glucose was 50 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.